Event description:
This complaint is from a literature source. The following literature cite has been reviewed: tarrant sa, mitchell bp, blankespoor mg, littell zd, zackula re, lais rl, dart br. Outcomes of internal fixation with femoral neck system (fns) for intracapsular femoral neck fractures. Ota int. 2024 sep 18;7(4):e346. Doi: 10.1097/oi9.0000000000000346. Pmid: 39301534; pmcid: pmc11410314. Objective/methods/study data: the aim of this single-institution cohort study was conducted to analyze patients who sustained intracapsular femoral neck fractures and underwent internal fixation with a fixed-angle implant. Between june 2019 to may 2023, eligible patients underwent fixation over a 4-year period. There were 44 patients (17 male and 27 female) that were included for analysis whose mean age at time of surgery was 70.0 years (sd 15.0). Internal fixation of femoral neck fractures was associated with a persistently high rate of revision surgery. Patients underwent operative fixation of intracapsular femoral neck fractures with the femoral neck system (fns, depuy synthes; monument, co). The mean radiographic follow-up was approximately 12.6 months (sd 8.0). Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: unk - constructs: fns adverse event(s) and provided interventions possibly associated with unk - constructs: fns (qty 12): 3 patients went to malunion with no intervention reported. 4 patients went to nonunion and treated with reoperation 4 patients had avascular necrosis and underwent reoperation. 1 patient had periprosthetic femur fracture and underwent reoperation. Adverse event(s) and provided interventions possibly associated with unk - screws: fns locking (qty 1): 1 patient had intra-articular screw penetration; treated with reoperation.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.